Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a proximal pressure sensor autozero failure. It was unknown how the issue was found. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
The service engineer (se) reviewed the event log and reported that a 110a error code (check vent: proximal pressure sensor auto zero failed) was recorded. The se then reported that the solenoid valves (3 and 4), and data acquisition (da) board were replaced. The device was tested and passed; the device was returned to service.

Manufacturer narrative:
Additional details were provided in a follow-up record, and it was reported that the device was not in clinical use when the issue occurred. The customer was provided with a new service proposal. This investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. The remote service engineer (rse) reported that the customer could not be reached, and the rse could not move forward in the process. The service record was closed with no further actions. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
The suspected solenoid valves (3 and 4) were returned to philips for failure investigation. The technician documented the following conclusion/root cause, "product investigation lab (pil) tech performed the testing and verified and confirmed that no alarms or fault related diagnostic codes were generated during the standard test bed (stb) operation of at minimum of 20 minutes with suspect solenoids installed into gas delivery system (gds). The pil concluded that no problem/fault found related to returned suspect solenoids 3 and 4. Also, the suspected data acquisition (da) board was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "functional analysis was performed and identified that the device pressure accuracy testing failed. Tech could duplicate proximal pressure failure from the service. The suspect da board operated on the stb with error code 110a for proximal pressure sensor auto-zero failed, immediately at the start-up of stb operation. The reason for the pressure accuracy failure is due to a faulty and out of spec u6/ proximal pressure sensor on suspect da board at zero pressure. "